Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 5. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, bleeding and fistula. No further patient complications were reported.